Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit is not expected to be returned to fph for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit had been discarded at the healthcare facility. An attempt was made to obtain additional information about the reported complaint but no reply was received. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. A lot check revealed no other complaints of this nature for lot number 120804. Conclusion: the reported leak in the expiratory tube is most likely due to the tube being punctured or scratched with a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt340 adult breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was punctured or scratched post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt340 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." "Set appropriate ventilator alarm." (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test due to a hole on the expiratory limb, near the swivel y-piece. This was observed before patient use.

Event description:
A healthcare facility in italy reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test due to a hole on the expiratory limb. This was observed before patient use.